Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of the eyepiece cup, which traced to component failure. The most likely cause was that the eyepiece cup was damaged due to repeated use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited deteriorated and broken eyepiece cup, component failure of the eyepiece cup. There was no patient involvement.